Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp (620mm). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed error messages during procedure. There was no report of patient injury.